Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed on the (B)(4) 2009 and performed all weekly self-tests up to the (B)(4) 2014. During this period an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly ten minutes duration were observed between the (B)(4) 2014 and the (B)(4) 2015. The device then passed all weekly auto self-tests between the (B)(4) 2014 and the (B)(4) 2015. Further multiple manual power ups some of ten minutes duration were observed on the last log entry date on the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.